Manufacturer narrative:
Pump unable to prime during prime/a33 test due to faulty fsr (gold). Pump passed the rewind, basic occlusion and displacement test. No motor error alarm noted. Motor passed motor test. Pump had minor scratched display window and cracked reservoir tube lip.

Event description:
Customer called to report that the insulin pump alarmed motor error and motor position encoder error during prime. Customer's blood glucose reading was 289 mg/dl. Customer was able to rewind the insulin pump. Customer also stated that the last 40 units of insulin is not working or dropping. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.